Event description:
A 69-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2024. On (B)(6) 2025, the patient reported to novocure that he had experienced an electric sensation the previous evening. After removing the optune gio transducer arrays, he noticed painful skin irritation. On (B)(6) 2025, the patient's spouse informed novocure that the patient's skin condition had slightly improved since his healthcare provider (hcp) prescribed oral amoxicillin. The patient was also referred to a dermatologist for further evaluation the following day. Pictures were provided showing the top of the patient's head with several crusted skin lesions, one of which appeared to be discharging white fluid. In the second picture the lesions appeared slightly improved. As a result, optune gio therapy was temporarily discontinued. Efforts to contact the prescribing physician for additional information were made but received no response.

Manufacturer narrative:
Novocure opinion is that the contribution of the transducer arrays to the skin irritation that required medical intervention cannot be ruled out. The electric sensation was not serious. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm). Additional note: manufacturing date of (B)(6) is may 18, 2017.